Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a crack at the view glass at the reservoir, chipped battery cap, and received random battery test errors. The up arrow button sticks. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with broken battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner. Device received with no button response due to corroded keypad traces. Unable to verify unexpected battery power loss and perform self test, displacement test, idle current test, run current test, self test and off no power test due to no button response.